Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead alert for high rate non-sustained episodes, elevated sensing integrity counter (sic), and oversensing of noise. It was further reported there was a suspected rv lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.